Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary interventional (pci) treatment procedure, a shaft break occurred. The 90% stenosed lesion was located in the extremely tortuous distal right coronary artery (rca). Prior to use, the physician noted that the shaft of the quantum maverick 12 mm x 4.5mm balloon catheter was kinked. Following deployment of another MFR's stent, the balloon catheter was advanced for post-dilatation of the stent. Upon advancement, the balloon catheter encountered slight resistance while crossing the stent and the balloon was unable to be inflated. During withdrawal of the device, the shaft of the balloon catheter broke. The proximal half of the balloon shaft was removed without incident. The distal half of the balloon shaft was retained within the guide catheter and was successfully removed without additional intervention. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine."